Manufacturer narrative:
(B)(4): the driver was returned for eval. Visually confirmed that there is a crack that runs from the tip to the locking tab. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal procedure. During the procedure, the driver tip stripped and rounded off. No patient complications were reported.